Manufacturer narrative:
Please reference MDR# 3005956347-2017-00087 for the follow-up report on the replacement inlay (sn#: (B)(4)). (B)(4).

Event description:
The patient was examined on (B)(6) 2017 and although bcdva was not provided, the uncorrected distance vision improved to 20/25-1 and the corneal flap was clear. The surgeon noted prominent corneal gutatta near the 7:30 to 9 o'clock position. The patient is being treated for dry eye and will be examined in 3 months.

Manufacturer narrative:
Please refer to MDR #3005956347-2017-00087 for the follow-up report on the initial inlay (sn: (B)(4)). Complaint reference #: (B)(4).

Event description:
The surgeon provided the following new information. Preoperatively, the patient's best corrected distance visual acuity (bcdva) was 20/20, decreasing to 20/30 immediately prior to inlay explant. The initial surgery to implant the inlay in the patient's right eye was uneventful and the inlay decentrations were described as inferior; the surgeon clarified that there was no interface debris, but rather diffulse lamellar keratitis (dlk). The causes of the dlk and inlay decentration were both unknown. At last examination on (B)(6) 2017, the patient's bcdva remained at 20/30 and the dlk had resolved. Correction: the date of inlay exchange for the initial inlay (sn: (B)(4)) was corrected to (B)(6) 2017 and the date of inlay explant of the replacement inlay (sn: (B)(4)) was corrected to (B)(6) 2017.

Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Please reference MFR# 3005956347-2017-00087 for the initial inlay serial (B)(4). (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay on (B)(6) 2017. On (B)(6) 2017, the inlay was explanted due to decentration. Additional information has been requested.